Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used during an enteral feeding replacement procedure in 2008. According to the complainant, the cap was unable to be pressed down after feeding. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.